Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4), on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of coccydynia ('pain in the coccyx') in a female patient who had essure (batch no. A06685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced coccydynia (seriousness criterion medically significant), fatigue ("severe fatigue"), pollakiuria ("urinary problems (needing to urinate more than 20 times a day), constipation ("severe constipation"), visual impairment ("eyesight problems"), depression ("depression"), disturbance in attention ("difficulty concentrating"), insomnia ("insomnia"), hot flush ("hot flushes"), hyperhidrosis ("heavy sweating"), burnout syndrome ("burn out") and presyncope ("vagal discomfort") and was found to have weight increased ("weight gain"). At the time of the report, the coccydynia, fatigue, pollakiuria, constipation, visual impairment, depression, disturbance in attention, insomnia, hot flush, hyperhidrosis, weight increased, burnout syndrome and presyncope outcome was unknown. The reporter provided no causality assessment for burnout syndrome, coccydynia, constipation, depression, disturbance in attention, fatigue, hot flush, hyperhidrosis, insomnia, pollakiuria, presyncope, visual impairment and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of coccydynia ('pain in the coccyx') in a female patient who had essure (batch no. A06685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced coccydynia (seriousness criterion medically significant), fatigue ("severe fatigue"), pollakiuria ("urinary problems (needing to urinate more than 20 times a day)"), constipation ("severe constipation"), visual impairment ("eyesight problems"), depression ("depression"), disturbance in attention ("difficulty concentrating"), insomnia ("insomnia"), hot flush ("hot flushes"), hyperhidrosis ("heavy sweating"), burnout syndrome ("burn out") and presyncope ("vagal discomfort") and was found to have weight increased ("weight gain"). At the time of the report, the coccydynia, fatigue, pollakiuria, constipation, visual impairment, depression, disturbance in attention, insomnia, hot flush, hyperhidrosis, weight increased, burnout syndrome and presyncope outcome was unknown. The reporter provided no causality assessment for burnout syndrome, coccydynia, constipation, depression, disturbance in attention, fatigue, hot flush, hyperhidrosis, insomnia, pollakiuria, presyncope, visual impairment and weight increased with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.